Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the cause was not identified. The product returned for evaluation was four photographs. The first two photographs depict a portion of 5fr d/l groshong catheter. The last two photographs depicted package labeling from a 5fr d/l groshong catheter kit. The first sample photograph depicted a region of catheter that appeared to be near the molded joint. A small split was apparent in the catheter wall. The second sample photograph depicted the same region of catheter with a bead of fluid at the split site. Damage and leakage were apparent in the two sample photographs provided; however, inspection of the photographs was insufficient to identify the root cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and stylet damage. A lot history review (lhr) of reax0101 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was leaking. No other information was provided.